Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was noted. While unpacking the encore 26 inflation device "a tiny black material was found in the package". There were no pt complications and the pt's current condition is listed as "good". Add'l info was requested, but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. However, the foreign material has been received. Should the analysis reveal further relevant info or if the composition of the material is determined, a supplemental medwatch will be filed.